Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was water residue on the pcb which caused the +24 volt components to short, which resulted in a failure of the device to power on. Based on the information provided by the customer, it is reasonable to conclude that the water observed on the removed system pcb was likely the result of the device being exposed to water during the storm.

Event description:
The customer contacted physio-control to report that their device would not remain powered on. There was patient use associated with the reported event; however, no additional information about the patient or the event was available. The device had been used in a rainstorm but the customer was unsure if the device had been sitting out in the rain for a period of time, or if it had been left in standing water. The customer was able to confirm that prior to using the device in this event, that it would power on with no discrepancies.